Event description:
Failure to alarm approximately 48hours after initial dressing applied, it became loose and there was no leak or blockage alarm on the renasys go v68. It was identified by the nursing staff and reported to the wocn. The dressing was discovered to be loose at the base of the dressing with drainage noted on patient¿s backside outside of the dressing. The canister has approximately 150cc of drainage in the canister, the softport was completely compressed and the fluid in the tubing was bouncing. Wocn slid two fingers under the opening of the lifted dressing to confirm there was a true opening and lift of the dressing. Proceeded to remove the entire dressing with the renasys go still running at -100mmhg, continuous. Once entire dressing was lifted, no alarm was noted. The wocn set the dressing aside on the bed still intact to canister and pump and let the system run for approx. 5 min. Once we determined no alarm was going to trigger we disconnected the pump to confirm a functional leak which it was triggered. The gauze remains on the actual drape/dressing was lifted away from the head of the soft port opening (d hole) and air flow was increased to the tubing and via the pump and canister. Again, an alarm was triggered, leak alarm detected. The gauze that was removed from the opening of the head/soft port pathway was packed tight into the d hole and thickened with what appeared to be particles of the renasys adhesive gel patch mixed in with the gauze dressing. Blockage alarms tested on system with dressing still intact post removal. Blockage alarm noted from canister to pump and also initiated from block at softport site.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. The complaint is inconclusive. There was no product was returned for evaluation. However, the circumstances of the described complaint have been reported before. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the failure to alarm. The most likely root cause for the failure to alarm is that the pump received enough of a flow rate of air to prevent a blockage or leak alarm from sounding. This is supported by the complaint information provided that the soft port maintained a compressed appearance even though it was removed from the wound. This situation is attributed to a blockage within the soft port as noted in the complaint description. In addition, based on the reported information, the aperture of the soft port became partially occluded with the gauze and gel patch particles. Based on the gel-patch ifus, it is recommended for used in the peri-wound area and not in the wound bed. The DHR was reviewed and no issues were found during the manufacturing and/or release of the device. No other complaints have been received for this lot. T in response to failure to alarm complaints, smith & nephew has issued a corrective action response ((B)(4)) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.